Manufacturer narrative:
The reported event of no communication/wireless communication issue was not confirmed. At receipt the ipg successfully communicated with lab utilities. The returned ipg accepted charge and was fully recharged at lab charging bank. It also passed all functional testing on bench and autotest, except channel#8 due to broken wire. The broken feed through wire is damage that is consistent with damage occurring during the explant procedure and is not related to the reported event. No root cause was identified for the reported issue. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient¿s ipg was inoperable. Surgical intervention took place wherein the ipg was explanted and replaced. Therapy was restored.